Event description:
It was reported that cartridge alarm 30 occurred and that caller had experienced cartridge alarms with consecutive cartridges on pump. There was no reported impact to the customer¿s blood glucose level because the caller declined to provide this information. Customer planned to use backup insulin pump to ensure continued insulin delivery, and technical support arranged replacement pump under warranty, instructed customer to place current pump in storage mode, transfer pump settings and reconnect continuous glucose monitor to replacement device, and return problematic pump using pre-paid label within 10 days, which customer understood and acknowledged.